Event description:
It was reported that the patient had a mitral valve repair and an ablation. During the subsequent device check the electrophysiologist told the patient that the right ventricular (rv) lead was failing. The physician told that patient that they he could possibly have multiple shocks due to this lead issue. This made the patient nervous. The physician will monitor the rv lead for further changes. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred.

Event description:
It was reported that the patient had a mitral valve repair and an ablation. During the subsequent device check the electrophysiologist told the patient that the right ventricular (rv) lead was failing. The physician told that patient that they he could possibly have multiple shocks due to this lead issue. This made the patient nervous. The physician will monitor the rv lead for further changes. No adverse patient effects were reported. This product remains in service. Additional information was reported indicating that this patient was seen at the clinic. This rv lead showed pacing not being delivered when required and a shock lead impedance measurement that was greater than 200 ohms. This lead was ultimately removed and replaced. During the lead removal, the helix only partially retracted. Thus, a laser was used. No additional adverse patient effects were reported. This report will be updated, should additional information be received.